Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests between six to seven times a day and manages her diabetes with u 500 insulin with each meal and her blood glucose readings are typically between '50 to mid 200's.' When her blood glucose is over '300mg/dl' the patient indicated she feels tired and when her blood glucose is in the '40's,' she experiences blurry vision. The patient confirmed that the alleged issue began on (B)(6) 2012 at 2pm and five minutes prior to start of the reported meter issue, she was experiencing symptoms of blurry vision and rapid heart rate (symptoms the patient had clarified were low blood glucose). The patient does not recall what her blood glucose reading was prior to the onset of her reported symptoms; however, she clarified that she was having problems self managing her blood glucose before the alleged issue began. At the time of the reported issue, the patient confirmed she obtained blood glucose readings of '388mg/dl' with the subject meter and immediately after a reading of '50mg/dl' with her accucheck meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately after the alleged issue occurred, the patient corrected and clarified she drank orange juice as self-treatment and a few minutes later she felt better. The patient does not recall if she tested her blood glucose with the subject meter after feeling better. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to the serious injury. The patient's symptoms started before the reported issue first occurred. There is also no evidence of a delay in treatment.